Event description:
It was reported that the procedure was performed to treat a lesion in the distal left anterior descending coronary artery (dlad) with heavy calcification, heavy tortuosity and 90% stenosis. The 014 whisper ms guide wire failed to cross the lesion and the core was noted kinked. There was resistance during advancement and removal due to the anatomy. The lesion was left untreated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.